Manufacturer narrative:
Zimmer multiple MDR reports were filed for this event. See associated report: 0002023141-2022-02505. Zimmerbiomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants on teeth sites #3 and #5 were removed due to an allergic reaction and bone loss.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02505-1 this report is being submitted to relay additional information and corrected data. Corrected data: the event description has changed from allergic reaction and bone loss to non-integration and bone loss. Therefore, this is a no longer a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon further review, the doctor reported the implants on teeth sties #3 and #5 were removed due to non-integration and bone loss.